Event description:
It was reported the asymptomatic patient presented in clinic. Prior to the procedure, it was observed the right ventricular exhibited over-sensed noise and diminished r-wave amplitudes. The lead was capped and replaced on (B)(6) 2021. Patient was stable.